Event description:
Patient was in fowler position when bed deflated and patient's right arm became entrapped in the top right with rest of body off the bed. Patient found to have fractured shoulder.

Event description:
Patient was in fowler position when bed deflated and patient's right arm became entrapped in the top right with rest of body off the bed. Patient found to have fractured shoulder.